Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds and loss of capture was also observed on the electogram. The cause of the impedance issue has not been determined and no intervention will be performed as the patient will continue to be monitored. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.